Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a frayed pitch cable at the proximal clevis hole/clevis hub. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during central processing, the 8mm mega suturecut needle driver instrument had a broken cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no issue with the instrument noted during the procedure. It was discovered after the instrument was processed in csp and ready for sterilization. The customer does not have any other information to offer.